Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device may run while on safety setting. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device may run while on safety setting. The user facility was not able to provide any further information regarding the reported event.